Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when the device is turned on there is a speaker malfunction. The local philips customer contact confirmed that there was no audio. It is unknown if there was patient involvement.

Event description:
The customer reported that when the device is turned on there is a speaker malfunction. The local philips customer contact confirmed that there was no audio. This issue was observed during evaluation of the device by a philips field service engineer; there was no patient involvement.